Event description:
On (B)(4)-2011, a spontaneous report via an e-mail was received from a company representative regarding a female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history and concomitant medications were not reported. On an unspecified date, the pt reported "I got pre cancerous lesions from perlane." No further information was provided. Additional information was requested. The lot number and expiration date were not provided.

Manufacturer narrative:
.